Event description:
Information was received from a consumer regarding a patient receiving fentanyl and marcaine via an implantable pump for non-malignant pain. In 2016, about 3 weeks ago or so (B)(6) 2016), the patient almost died due to the pump because the pump was titrated up too much. No interventions were mentioned. The symptoms were considered sudden. The situation was resolved and the patient was feeling fine as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.